Manufacturer narrative:
Retainer ring = black. Pump was received with motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period alarm during rewinding. Replaces a test motor and test the pump again. The pmotor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period occurred again. Replaces a pcb1 test board and test again. The result is the same. Replaces a pcb2 test board and test again. This time the pump functioned properly. Therefore, motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period isolated to electronic assembly on pcb2. The p-cap locks properly into place. No visible physical damage or moisture damage noted on the electronic assemblies/motor. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had detected motor power supply voltage error. Customer were able to clear the alarm and rewind the insulin pump. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.